Event description:
As reported, as a 6-12f mynx control venous vascular closure device (vcd) was being inserted into a 10.5f non-cordis sheath, the sealant was prematurely exposed. The device did not enter the patient's body. Closure was successfully achieved using a new mynx control venous device. There was no reported patient injury. The deployer is in training with the mynx device. The mynx vcd was stored and prepped according to IFU instructions. There was no device or package damage prior to use. The device was removed from the packaging correctly. The sealant was exposed during insertion into a 10.5f non-cordis catheter sheath introducer. The device will not be returned as it was disposed of.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, as a 6-12f mynx control venous vascular closure device (vcd) was being inserted into a 10.5f non-cordis sheath, the sealant was prematurely exposed. The device did not enter the patient's body. Closure was successfully achieved using a new mynx control venous device. There was no reported patient injury. The deployer is in training with the mynx device. The mynx vcd was stored and prepped according to the instructions for use (IFU). There was no device or package damage prior to use. The device was removed from the packaging correctly. The sealant was exposed during insertion into a 10.5f non-cordis catheter sheath introducer. The device was not available to be returned for analysis as it was discarded. A product history record (phr) review of lot f2503801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿mynx control system-deployment difficulty-premature¿ could not observed as the device was not returned for analysis. The exact cause of this issue experienced could not be determined. Based on the information available for review, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the procedural sheath possibly contributed to the premature exposure of the sealant, and the subsequent impedance experienced during insertion. It should be noted that the mynx control venous device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve slit. If the outer sleeve is damaged during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if the mynx control venous vcd 6f-12f components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ neither the phr review, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.